Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after having reached elective replacement indicator (eri). Premature battery depletion was suspected. This ICD will be returned for analysis.